Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a replacement of their implant in 2016 because a "whole lot was going on", but the patient was unsure of what was going on. They mentioned the implant made them uncomfortable and their new replacement implant did not give them grief like the older implant that was replaced.